Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
It was reported that the patient was getting shocked when adjusting the therapy. The patient underwent an ipg replacement procedure per physician and patients preference. No device malfunction was suspected. The patient was doing well postoperatively.